Event description:
It was reported that the patient underwent a sling procedure on 04/30/2004. On postoperative day one, the patient felt numbness in left lower extremity and had a fever of 38 degrees celsius. On postoperative day two, the patient's temperature was 37 degrees celsius. The patient was ambulatory and could eat, but experienced stomachache. On postoperative day seven, the patient complained of continuous pain in her stomach, but x-ray, CT scan, and blood tests peformed detected nothing abnormal. On postoperative day eight, peritonitis was found via CT scan of the abdomen. Surgery was performed and it was noted that the tape had perforated the ileum. The tape was removed and the ileum was repaired. The patient is doing well.